Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter with the incident lot was observed as there is black foreign matter on the hemogard cap. The root cause for this defect is that the foreign matter is carbonized polymer being released in the cap molding process. It is a cosmetic defect with no impact on the efficiency of the syringe. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd preset¿ arterial blood collection syringe device experienced foreign matter in tube biological and non-biological. The following information was provided by the initial reporter: translated to english. The customer stated: "on april 14th, before collecting the patient's blood, the needle guard cap was found to be polluted by black ink during the examination of the blood sampler. After replacing a new blood sampler, the blood was collected successfully."